Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections (mdi). During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.